Manufacturer narrative:
(B)(4). Device evaluation summary: the unopened sample of product code z630, lot hkz179 was returned for analysis. During the visual inspection of the unopened sample, pinholes in the bottom foil cavity could be observed. The sample was opened, and the swage and attachment area were as expected. However, the suture was broken in several pieces, due to that the suture has begun with degradation process. Per the condition of the samples, the assignable cause of performance damage product was caused by suture degradation due to pin holes. A manufacturing record evaluation was performed for the finished device hkz179 number, and no non-conformances were identified.

Event description:
It was reported that the when the package was opened, the suture was found broken in several pieces. The product was not used on a patient. During the evaluation, pinholes in the bottom foil cavity could be observed. The suture was broken in several pieces, due to that the suture has begun with degradation process.